Manufacturer narrative:
(B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Further information was received from a health care professional via a representative in which it was reported that the patient had a pump implanted in the united states and moved to (B)(6) with no provision to have the pump filled or programmed. The pump had been empty for more than 4 months thus the return of pain symptoms. The physician attempted a dye study but could not conclude if the pump was infusing. There had been multiple empty pump alarms over several months. The suspected cause being that the pump was not filled. Pump logs were not available. No further information was provided by the physician.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign consumer via a manufacturer representative regarding a patient who received an unknown drug (unknown concentration and dose) in an implantable pump for an unknown indication for use. The patient experienced headaches, sweating, and had no pain relief for the past few weeks (beginning of (B)(6) 2017). The patient thought the pump was past its battery life, as "it cuts in and out." The patient was seen by their healthcare provider (hcp) and was told the hcp tried to reach out to a manufacturer representative and had not received a response. The patient was trying to get a referral to a different hcp from their family hcp. The issue was considered on going. The status of the patient was stated to be alive and with no injury. No surgical intervention occurred and it was upon if surgical intervention was planned. The complaint was going to be sent to a local manufacturer representative to follow-up. No further complications were reported/anticipated.